Event description:
It was reported the catheter was positioned in the coronary sinus and a dissection occurred. The pt required a pericardiocentesis and recovered without further consequences.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The cause for the reported dissection remains unk. (B)(4).